Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. On (B)(6), 2011, the patient developed paraparesis. The physician administered spinal drainage. On (B)(6), 2011, the patient was discharged from the hospital. On (B)(6), 2011, the paraparesis was resolved.